Event description:
It was reported that the device was not heating correctly. The product fault occurred during preventive maintenance testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It had a water marked tank cover, corroded drain fitting, damaged terminal strip on pcb, and stripped interlock block. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. Could not duplicate or confirm the customer's complaint, and no root cause determined. Let the device run for several hours and constantly increased and decreased its temperature with no problems. Replaced the pcb, drain fitting, tank cover, and block assembly. Performed pm. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.